Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. Upon deployment the device feet looked odd. The physician injected contrast and they noted via transesophageal echocardiogram that the contrast was going outside of the laa into the pericardium. A pericardiocentesis was performed for the pericardial effusion the patient had. The blood was pulled off and autotransfused back into the patient. Cardiothoracic surgery was brought in to have the closure device removed since it did not meet release criteria and to have the laa clipped. The surgery went well, the bleeding was stopped and the patient was doing fine the next day.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. Upon deployment the device feet looked odd. The physician injected contrast and they noted via transesophageal echocardiogram that the contrast was going outside of the laa into the pericardium. A pericardiocentesis was performed for the pericardial effusion the patient had. The blood was pulled off and autotransfused back into the patient. Cardiothoracic surgery was brought in to have the closure device removed since it did not meet release criteria and to have the laa clipped. The surgery went well, the bleeding was stopped and the patient was doing fine the next day. It was further reported that the closure device went through the back wall of the appendage and perforated the appendage. The patient has since been discharged from the hospital.